Manufacturer narrative:
Updated fields - b4, b5, d5, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - e1(initial reporter, event site email), e2(occupation), e3, e4 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the unit and reported that a grommet is missing on helium tank which caused leakage alarm. Fse replaced a grommet with a new helium tank. Fse performed functional and safety testing per manufacture recommendations. All tests were passed and unit was returned back to the customer.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) had a helium leak issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (component codes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Helium leak (no patient involvement repo. Helium leak (no patient involvement reported) (B)(6). Located: biomed shop, fsm_relateddeviceorproceduredelay__c, fsm_describeincident__c, fsm_issuediscovered__c. Prior to use: fsm_medicalfollowup__c, fsm_patientuserinjury__c, no indication of actual or potential harm or death (you are not made aware of any information related to harm of patient or user, or a clearly hazardous condition). Fsm_patientinvolved__c, cs300 english 110v domestic, technicians remarks: /wd: null /CT: null /so1d (B)(6) 2025 /so2d (B)(6) 2025.